Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2016. According to the complainant, during seal integrity check phase, a fluid loss of 54 to 127 ml/min was noticed. Subsequently, saline fluid was visibly seen leaking from the side of the sheath. It was reported that a small hole was noted on the side of sheath. The procedure was not completed due availability of the device. There were no patient complications reported as a result of this event. The patient condition was reported to be "fine."

Manufacturer narrative:
Visual analysis of the returned genesys hta procerva procedure set sheath assembly was performed. The probe had been damaged 5cm from the distal end. Two of the seal assist fins had been bent and two holes were present in the outer shell between the bent fins. Leakage test was performed and water was observed streaming from the holes in the damaged area of the probe. Analysis of the device confirms the reported problem, and the most probable root cause is operational context. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2016. According to the complainant, during seal integrity check phase, a fluid loss of 54 to 127 ml/min was noticed. Subsequently, saline fluid was visibly seen leaking from the side of the sheath. It was reported that a small hole was noted on the side of sheath. The procedure was not completed due availability of the device. There were no patient complications reported as a result of this event. The patient condition was reported to be "fine."